Manufacturer narrative:
Fluoroscopy and echocardiography case imaging was provided to gore for evaluation. Imaging shows the occluder slipping off the retro aortic rim during the locking process. Additional imaging shows that the occluder has slipped off the retro aortic rim, but it cannot be determined if the occluder has been released from the retrieval cord. A large atrial septal aneurysm is visualized. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30 mm gore® cardioform septal occluder to close a patent foramen ovale in a patient with orthodeoxia. The device was deployed, locked, and released without issue. Following device locking a bubble study was performed and the results indicated residual shunting. Fluoroscopy showed that the device had slipped off the anterior septum. A snare was utilized to attempt device retrieval. The occluder was approximately 50% retrieved when the snare lost grasp. As the snare was advanced forward again, the occluder was inadvertently pushed completely out of the sheath and embolized to the left pulmonary artery. A snare and larger sheath were utilized to successfully retrieve the device. Imaging with transesophageal echocardiography showed a tunnel length of 25 mm - 28 mm, with a gap of 11 mm, which was larger than what was originally appreciated with intracardiac echocardiography. A 37 mm gore® cardioform asd occluder was then implanted with no adverse effects.